Event description:
It was reported that the healing abutments do not fit into the implants.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number not available. D10: concomitant medical product and therapy dates: 2x isha43, certain straight healing abutment 4.1mm(d) x 4.1mm(p) x 3mm(h), lot number: unknown. E1: reporter phone: (B)(6).

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d9: device availability, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) isha43, (certain straight healing abutment 4.1mm(d) x 4.1mm(p) x 3mm(h)) for evaluation. Visual evaluation and a functional test were performed, the abutment had signs of use. The abutment engaged and disengaged with an in-house implant as intended. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the isha43 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : fit : does not seat. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The abutment engaged and disengaged with an in-house implant as intended. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.